Event description:
The initial reporter stated they received discrepant results for three patient samples tested with roche diagnostics elecsys anti-tg on a cobas 8000 core unit. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an anti-tg value of 196 iu/ml. This sample was repeated twice on a second analyzer, resulting in values of 327 iu/ml and 197 iu/ml. The second sample initially resulted in an anti-tg value of 25 iu/ml. The sample was repeated twice on a second analyzer, resulting in values of 73 iu/ml and 26 iu/ml. The third sample initially resulted in an anti-tg value of 55 iu/ml. The sample was repeated on a second analyzer, resulting in a value of 14 iu/ml. The sample was repeated again on the complained analyzer, resulting in a value of 14 iu/ml. The anti-tg reagent lot number was 63019101, with an expiration date of 30-jun-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
Calibration and qc were acceptable. Based on the calibration and qc results, a general reagent issue can be excluded. The alarm trace data, calibration and qc data, sample data, and images of patient samples suggest an issue with overall sample quality. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling issue.